Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 120 mg/dl. The customer stated that hey have tried removing the battery but it did not resolve the issue. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The device was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked lcd window and cracked battery tube threads.